Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated they experienced a hypoglycemic event in which the paramedics had to be called. When the paramedics arrived, the cgm was displaying a reading of 110 mg/dl and when the paramedics performed a finger stick reading, the bg meter was reading 25 mg/dl. The patient was administered glucose and refused to be taken to the hospital. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.